Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient experienced right foot swelling, bilateral lower extremity pain, and ecchymosis. The swelling in the right foot was treated with a diuretic medication. This patient is a part of the articline feasibility study. No further patient complications have been reported as a result of this event.